Manufacturer narrative:
One bivona® 6.0mm tts¿ tracheostomy tube was returned for investigation. Visual inspection with the unaided eye, found no non-conformities with the returned device. No evidence of the reported tan discoloration was noted on the inside of the tracheostomy tube nor on the cuff. During functional testing, the cuff of the device was leak tested and no leaks were observed. A review of the device history record, found no abnormalities during the device sterilization process. Investigation was unable to confirm the reported device issue and determined that the device functioned as intended.

Manufacturer narrative:
Inconsistent lot number 3307920 was provided; a follow-up was submitted in order to rectify the lot number. The resolution of the lot number, if available, will be submitted in the supplemental report. Although the weight was reported as (B)(6) pounds, no unit for weight was given. The unit of pounds was entered. If more information becomes available, the unit will be updated if applicable. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a patient on a bivona adult tts tracheostomy tube, experienced an infection. The patient's nurse stated that a new tracheostomy tube was inserted between the (B)(6) 2016. On the (B)(6) 2016, during routine weekly tracheostomy change, the nurse noticed increased secretions and a lot more upper airway noise. When the tube was removed, a tanned discoloration was noted inside and around the cuff. The patient did not obtain nutrients via mouth (she did not eat); therefore, the secretions could not be attributed to food. The cuff was filled with 3 to 5 ccs of sterile water, with no apparent cuff leak. The physician was contacted due to large amounts and the consistency of the secretions. The incident was attributed to the patient contracting an infection. The patient was placed on erythromycin; however, due to the side effects, it was discontinued. She was then placed on a course of ceftin. The patient was in a chronically debilitated state, ventilator dependent and was npo (nothing by mouth); however, was stable to baseline. The trach involved in this incident was returned to the distributor and the patient's nurse replaced the trach with a new one. As of (B)(6) 2016, the patient was still on antibiotic therapy and the infection was not resolved. Additional info received on 22 dec 2016, which reported that tube looked to be in good shape.